Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t44m, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the "batteries all died for me," meaning the batteries had died. She replaced the batteries in the programmer. She thought that because the batteries had died in the programmer that the implantable neurostimulator (ins) was not working and she had a return of symptoms. It was reviewed that the programmer depletion did not affect ins operation. She was currently on program 3 at 0.8 volts. The patient was sick with a bug. She had a fever and was very weak and felt like she had to stay in bed. She was feeling shaky and sweaty and felt like she was going to pass out. This began on (B)(6) 2015. The patient also had discomfort at the ins site. She felt pain on the right side slightly above the ins. This began on (B)(6) 2015. The patient also reported uncomfortable pain in the lower stomach when walking and she felt pain higher up in the buttock area, cheek, and anal area. This began on (B)(6) 2015. The patient also reported pain in the lower stomach which started on the day of this report. A return of symptoms related to her bowel was reported to have occurred on (B)(6) 2015. New bladder symptoms were reported on (B)(6) 2015. Stimulation was decreased to 0.6 volts which felt more comfortable. The patient was going to leave it at the current setting and track her symptoms. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.